Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00503, 3006705815-2021-00502, 1627487-2021-01065. It was reported an infection was present at the lead site. In turn, the patient had their system explanted. Patient was prescribed oral antibiotics and the infection was resolved.